Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with detached end cap, unable to verify motor error alarm. However, motor passed motor test. Drive support disk was inspected and no anomaly was noted. Unable to perform the displacement test due to case anomaly. Missing end cap sticker.

Event description:
Customer reported that she had high blood glucose and that the insulin pump is alarming motor error and the drive support cap is protruding out. Nothing further was reported.